Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.

Event description:
During late night surgery while doing lag screw procedure, pilot drill fractured at the end were the bit meets the shaft. In the same case and at the same area twist drill fractured while trying to drill in the same hole. They backed out drill and ended up going a monocorticle route. There was no delay during the case and patient had no adverse consequences.